Event description:
The PICC has been in for 1 week. When they started to infuse, it began leaking at the insertion site. Rocephin & vancomyacin being infused. No pain or discomfort reported by the pt.